Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was found that a reamer is stuck within the device. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 06/02/2022, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve jammed. This occurred during an unspecified procedure on (B)(6) 2022. The reamer was not able to spin correctly causing issues in the case. They were able to complete the case using a different set but it was not ideal. There was no patient harm. This was discovered during use with no impact to the patient.